Event description:
The user facility reported that steam was leaking from their sterilizer. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found that the motorized drain ball valve was not closing properly on the steam generator. The technician repaired the unit and found it to be operating properly.